Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that 4 or 5 years ago the patient's ins quit working prematurely. There was still life in it, but it shorted out. The caller stated that the 'patient almost died because 95% of the medication didn't make up the difference for what the dbs device does'.